Event description:
It was reported that the pta balloon would not fully deflate after the first inflation in the subclavian vein. The balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit. No further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The device was returned with a 7fr introducer sheath. The distal end of the catheter segment containing the hub was broken and stretched, indicating that excessive force contributed to the detachment. The distal tip of the introducer sheath was flared, likely indicating retraction issues. There was a complete circumferential break at the proximal balloon glue joint. The break was jagged and stretched. The distal end of the balloon was prolapsed over the distal tip. The investigation is confirmed for retraction issues and a balloon detachment within the sheath. It is likely that the inability to fully deflate the balloon contributed to the retraction issues and the balloon detachment. The root cause for the deflation issues could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event. Specific warnings, precautions and directions for use of the conquest pta dilatation catheter are included in the current instructions for use (IFU).